Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium tanks were empty. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The full name of the initial reporter is (B)(6). Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation. No service requested.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium tanks were empty. There was no patient involved.

Manufacturer narrative:
Corrected data: h6 (clinical and impact code).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10. A getinge service technician / sr. Territory manager stated, they had a helium tank that they stated went empty. (Service rep) checked the pump, I believe and couldn¿t find anything wrong. We believe it was just a user error or misinterpretation. There was no further issue. There are multiple helium bottles in this hospital. I have no way to determine which bottle was involved. They have not had any more issues in the past 2 years.